Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broach handle broke into two pieces. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI#: (B)(4). The event is confirmed with product received. Visual examination of the returned product identified the handle is fractured at the weld in the middle of the shaft. The handle's shaft is dinged near the strike plate and scratched near the orientation feature. The strike plate exhibits scuffs and impact marks. The orientation feature shows wear indicative of repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.